Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a reported patient complication that includes reference to the use of a smith+nephew product without evidence of a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after uka surgery had been performed on (B)(6) 2022, the patient experienced unknown symptoms. This adverse event was solved by revision surgery on (B)(6) 2024, in which the engage femoral component was explanted, in which was observed limited bone ingrowth upon removing. Also the journey tibial component was explanted which was implanted due a first revision on unknown date and has failed since then. Current health status of patient is unknown. No further complications were reported.

Manufacturer narrative:
Additional information: h7, h10 (roi). H3, h6: the devices were not returned for evaluation; therefore, a device analysis could not be performed. The provided photo was reviewed by the clinical/medical investigation and it was concluded that it and is consistent with the report, as photo depicts limited bone on the engage femoral implant. Based on the limited information provided the revision indication cannot be determined. As well, without additional clinical documentation a clinical root cause of the limited bony ingrowth cannot be confirmed. The patient impact beyond the reported revision could not be determined. The devices' specific identifiers were not provided. Therefore, an evaluation of the risk management file and prior actions could not be performed for the journey tibial component and the review of manufacturing records and complaint history review could not be performed for both devices. A review of the instructions for use documents for engage partial knee system revealed that metabolic disorders which may impair bone formation, rapid joint destruction, marked bone loss or bone resorption are contraindications for partial knee replacement surgery. Advanced osteoporosis, insufficient bone stock, metabolic disorders or systemic medications leading to gradual loss of bone support for the prosthesis (e.g. Diabetes mellitus, treatment by steroids, immunosuppressives) will make fixation of knee prosthesis challenging. Additionally, the warning and precautions indicates that the success of the operation depends on compliance with the operative technique supplied. Also, under no circumstances should an engage partial knee component be used in combination with a component from another manufacturer unless otherwise specified by engage surgical. There is not enough data available to conclude that the overall clinical benefit outweighs the potential risk profile when compared to the state of the art. The existing data identifies a potential signal that the performance is an outlier vs the state of the art with respect to the risk for revision. In addition, a historical review concluded that no previous escalated actions for this type of issue were identified for engage implants. However, as a correction action a voluntary market removal will be performed for the engage cementless partial knee system due recent complaint data that indicates that the revision rate may be trending higher than corresponding similar devices in global joint replacement registries. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal motion over time, bone degeneration, loss of ingrowth, osteolysis and/or injury. Based on this investigation, the need for corrective action is not indicated. H6 (investigation findings).